Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, pacing capture threshold in the rv was elevated, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Out of range low impedance (76 ohms) recorded on (B)(4) 2015. There were high thresholds on (B)(4) 2015 and during the week of (B)(4) 2015. Evidence of non-sustained tachycardia with short cycle length intervals occurred on 2015-01-18. There were 200 ventricular sic over 9 hours on (B)(4) 2015. Lead failure predictor triggered on (B)(4) 2015 for ventricular sic and non-sustained tachycardia. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and a significant decline in r-wave amplitude. There was also a one day spike in impedance and then the impedance went back to normal, increased thresholds, and low pacing impedance. A few weeks later, the patient received inappropriate therapy due to oversensing. An insulation failure was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.